Event description:
The customer reported discrepant and elevated troponin I (access accutni) results, within the risk stratification, for multiple patients, on two separate days involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent testing of the patients' samples, on an alternate access 2 system, recovered lower troponin I results within the normal reference range. The elevated results were released out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. The laboratory has a troponin I cutoff value of 0.04 ng/ml and an acute myocardial infarction (ami) cutoff value of 0.5 ng/ml. The customer indicated any results greater than 0.5 ng/ml are reported to the emergency department (ed). All troponin I samples were collected in lithium heparin tubes and centrifuged in stat centrifuge for three minutes, at room temperature. The customer noted the patients' samples had been at room temperature for 12 hours or more prior to reanalysis. System check was performed and it failed the washed portion mean and washed coefficient of variation (%cv). The rest of the system check passed within specifications. The customer wore personal protective equipment (ppe) and replaced the aspirate probes and performed weekly maintenance but system check continued to fail. The customer then replaced the aspirate probe tubing and verified the waste peristaltic pump tubing was in good condition and primed the system; system check passed within specifications. The customer performed calibration and quality control (qc) and all results passed within specifications. The instrument was returned to normal operation. This is report one of two referencing the event date noted.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. This medwatch report is related to MDR 2122870-2013-00435.